Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and yellow particles in device inner surface. A microscopic analysis and leak test were performed which identified two openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: two openings striated in the side anterior/radius assessed as surgical damage.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted and replaced.